Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had stop working when it was connected to the patient. There was patient involvement but no harm. Additional information provided by the customer - customer states the complaint has been closed internally and recorded as "operator error". Devices will not be shipped.

Event description:
It was reported that the device had stop working when it was connected to the patient. There was patient involvement but no harm. Additional information provided by the customer states the complaint has been closed internally and recorded as "operator error". Devices will not be shipped.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, c, d codes and manufacturer narrative. Root cause: the probable cause of the reported issue was that the device had stop working when it was connected to the patient due to user error. The customer states the complaint has been closed internally and recorded as operator error. Case escalated to dchu. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.